Manufacturer narrative:
The insulin pump was received with a47 alarms noted in alarm history screen due to corrupted history file. The insulin pump passed displacement, self test and a21 error test. No a17 or a21 alarms noted. The insulin pump communicated properly with contour link meter, no meter anomalies were noted. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed several times. The patient's blood glucose level was unknown at the time of the call. The customer stated that they can not establish communication with their countour link. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.